Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery that had been performed on an unknown date in 2011, the patient experienced subluxation and sudden clicking in the hip area since early (B)(6) 2024. This adverse event was solved by a revision surgery on (B)(6) 2024, in which one (1) unkn orthopaedic reconstruction femoral head and one (1) unkn orthopaedic reconstruction insert were replaced. The explanted insert was fractured. The current health status of the patient is unknown.

Manufacturer narrative:
B5, d1, d2, d3, d4 and d10 have been updated. Since the manufacturing registration site has been updated, the first seven digits of the manufacturer report number (1020279-2024-02013) are incorrect. Please consider 9613369-2024-02013 as the correct manufacturer report number.

Event description:
It was reported that, after a right cementless thr surgery with an hi screw cup size 5, polyethylene inlay, proxy plus stem size 10/offset 2/cone 12/14, and short head 28 that had been performed on (B)(6) 2011 due to severe femoral head necrosis, the patient experienced subluxation and sudden clicking in the hip area since early (B)(6) 2024. This adverse event was solved by a revision surgery on (B)(6) 2024, in which one (1) hi-lubricer pe insert hooded 3-5/28, one (1) hi-lubricer cover for shell 3-5, and one (1) ceramic ball head 28s were replaced. The explanted insert was fractured. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: d4 (expiration date), h4 (manufacturing date). Results of investigation: it was reported that, after a right cementless total hip replacement surgery with an hi screw cup size 5, polyethylene inlay, proxy plus stem size 10/offset 2/cone 12/14, and short head 28 that had been performed due to severe femoral head necrosis, the patient experienced subluxation and sudden clicking in the hip area. This adverse event was solved by a revision surgery, in which one (1) hi-lubricer pe insert hooded 3-5/28, one (1) hi-lubricer cover for shell 3-5, and one (1) ceramic ceramic ball head 28s were replaced. The explanted insert was fractured. The current health status of the patient is unknown. Three devices were returned for investigation. One 75001066 (pe insert hooded sz 3-5), one 75001037 (hi lubricer shell cover size 3-5, diameter 28mm) and one 75004169 (ceramic ceramic ball head 28s). Upon visual inspection, the reported failure mode could be confirmed. The complained hooded insert is torn out at the proximal rim. One additional fragment of the insert was returned, but it is unclear how many parts/fragments are missing. Hence, the device was not returned completely. The concomitant hi lubricer shell cover has a drill hole in it's middle, potentially originating from extracting the shell cover during the revision surgery. Apart from that, the device looks intact. The concomitant ball head shows signs of metal transfer on the surface. At one spot there is a heavy stain, potentially coming from the hi shell after the initial subluxation in early on (B)(6) 2024. Further stains are visible around the whole surface, potentially originating from ball head extraction during revision surgery. Apart from that, the device looks intact. The returned parts were analyzed for material inhomogeneities and potential inclusions around the fracture areas. No such inhomogeneities or inclusions were found. Not all parts of the fractured insert have not been returned and could thus not be analyzed. Product history review was performed specifically for the complaint device (hi-lubricer pe insert hooded 3-5/28). A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review was performed, no further complaints for the affected batch or part number were found. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. The available medical documents were reviewed. Based on the information provided the reported ¿clicking¿ in the hip was likely the result of the broken implant. The report that ¿the¿ head has sheared out cranially¿ was likely the result of the inclination of the shell and resulting edge loading over time that would lead to the reported the subluxation and insert breakage. Per the instructions for use for hip system ¿the patient should be warned that the device does not replace normal healthy bone, that the implant can break or become damaged as a result of trauma or activity including heavy labor for occupation or recreation. The patient should be warned that the implant has a finite expected service life and may need to be replaced in the future.¿ it cannot be concluded that the reported event is related to a malperformance of the implant or implant failure versus the time of over 12 years of being implanted. The patient impact is determined to be the revision, and a brief post-operative recovery phase would be anticipated. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined, yet the failure was likely the result of the inclination of the shell and resulting edge loading over time that would lead to the reported the subluxation and insert breakage. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained. Corrected data: e4 (reporter did not send report to FDA), g1 (manufacturer contact info), d9 & h3 (sample returned for analysis), h6 (health effect - clinical code, type of investigation, investigation findings).